Event description:
A leopard cage was fractured during insertion. The broken fragment was removed and the surgeon left the remaining implant in place as it was in place and provided adequate support. There was no patient injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future an MDR is being filed to document this event.